Event description:
Customer reporting 1 false positive sars results in an asymptomatic patient. Customer communicated two swabs were collected from the patient two days after the initial test and tested negative by alternate method.

Manufacturer narrative:
Investigation summary: the images provided by the customer were reviewed and determined to be possible false positives but without the actual raw data a full assessment cannot be done. Root cause: unable to determine. Source: email.